Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the resutls in a supplemental report.

Event description:
The pt's mother called lifescan on 12/10/04 and alleged that the pt's meter was prompting a not ok message. The pt's mother stated that the pt obtained the not ok message while attempting to test her blood sugar. She stated that the meter was not moved during the test. The meter was cleaned properly and testing technique was reviewed, but the issue was not resolved. The pt was taken to the hospital and treated with insulin. Based on the info provided, there is evidence of a meter malfunction; however, there is insufficient evidence of a serious injury. A replacement meter is being sent to the pt. It would have been helpful to know what the pt's blood sugar was at the hospital. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to reach the pt.